Manufacturer narrative:
Keeping UDI partial in emdr (1441789) as serial number is not available. A ccu nurse contacted the emergency support program regarding repeated gas loss alarms. The first alarm cleared after pressing start; the second resolved after repositioning the patient and restarting the pump. Esp advised using iab fill before start. The nurse reported the use of an arrow axillary catheter, and an off label disclaimer was provided. Esp personnel clarified that because the catheter was not a getinge device, troubleshooting would be provided as if it were a getinge femoral catheter. She confirmed clear tubing, secure connections, and that the patient was not ventilated. Esp suggested the alarm was likely positional and recommended assessing the insertion site for restrictions, noting that tight sutures, dressings, or positioning could contribute. The catheter had been advanced and redressed earlier by the cardiothoracic team. A CT scan to confirm placement had been completed, with results pending. No further alarms occurred during the 19 minute call.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.